Manufacturer narrative:
The investigation has started but has not yet been concluded. The results will be published in the follow up report.

Event description:
The customer reported a delay in the alarm generating for an asystolic event.

Manufacturer narrative:
The customer reported a delay in the alarm generating for an asystolic event. By reviewing the logs, it could be confirmed no asystole alarm generated for 7.4 seconds. An ECG report of the event was provided which was digitized and reviewed by draeger engineering. An asystole event was triggered when running the digitized strip on an m540. However, it was right on the line of the qrs threshold. Slight variation in the signal can occur from digitizing the signal as well as from noise variation from one unit to another. The device was working as designed, the signal did not meet the qrs threshold during the event. The iacs instructions for use (IFU) describes ECG signal and algorithm processing characteristics and limitations. The algorithm is tested against aami and mit database and meets industry state of the art. There was no device malfunction. In regards to the no bradycardia alarm, it could be determined that no bradycardia or pause alarm generated from the event as the signal did not meet the requirements for them to activate based on the configuration of the m540. There was no device malfunction.

Event description:
The customer reported a delay in the alarm generating for an asystolic event.